Manufacturer narrative:
Right and left siderail latches were bent causing the siderail not to engage in the locking position. Replaced both right and left foot siderail latches to resolve the issue.

Event description:
The pt's right and left foot siderail latch would not engage.